Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during thrombectomy with the subject stent retriever for a clot located at the right middle cerebral artery (mca) m1 artery, the device would not withdraw into the aspiration catheter. There was no patient impact.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined

Event description:
It was reported that during thrombectomy with the subject stent retriever for a clot located at the right middle cerebral artery (mca) m1 artery, the device would not withdraw into the aspiration catheter. Additional information received indicated that it was the first pass with the device and the pass was nevertheless successful. There was no patient impact.